Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a cardiac tamponade. After ablation was completed the faradrive sheath was removed and replaced with a non-boston scientific sheath to perform the post treatment mapping. It was reported to be difficult to pass the non-boston scientific sheath through the septum and that the patient's blood pressure dropped. Using intracardiac echocardiography (ice) they confirmed the patient was experiencing cardiac tamponade and performed a pericardiocentesis. The physician believes the issue likely happened when the non-boston scientific sheath was advanced, but the faradrive cannot be ruled out as a cause. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.